Event description:
Pt, due to information disseminated to the public with regard to silicone breast implants, desired removal of her bilateral silicone gel implants. Pt had not exhibited any adverse symptoms by physical examination at the time of removal. The implants were not ruptured.